Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported inability removing the lock line was confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Given the size and location of the knot, it is possible that the lock line became knotted at the end after the unwrapping/removal process and therefore contributed to the inability to remove the lock line; however, this cannot be confirmed. Based on the information reviewed, a definitive cause for how the knot formed could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the lock line became stuck during removal which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve leaflets. While performing the deployment steps, the lock line was retracted, but became stuck. The cds and clip were removed and replaced. A new cds was used without issue. Two clips were implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.